Manufacturer narrative:
(B)(4). The device was manufactured june 25, 2014 ¿ june 26, 2014. The device was received for evaluation. Flow testing revealed no evidence of flow at the distal luer when the luer cap was removed. Microscopic inspection identified micro air bubbles blocking the fluid path inside the lumen of the glass capillary. The cause of the no flow condition was determined to be the air bubbles. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not flow during infusion. The device was filled with 70ml fluorouracil in 22ml sodium chloride. The reporter stated that after the device had been connected to the patient for two days, it was noted that the device was still full. There was no patient injury or medical intervention associated with this event. No additional information is available.